Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported that the patient was told by an unknown physician that the infection may have been introduced during device implantation. No further complications are anticipated.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of chronic low back pain via a manufacturer representative. It was reported that the patient¿s spinal cord stimulation system did not work well for them. Reprogramming was attempted and the device was explanted after a year. The times of the reprogramming and the explant were not reported. During the explant, it was found that the patient had a staph infection. No further complications are anticipated.